Event description:
It was reported to philips that the heartstart xl defibrillator had a malfunction with lead via electrodes on ECG. There was no negative patient impact.

Manufacturer narrative:
Added device return date to manufacturer.